Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown; however, the patient had experienced a blood glucose of 418 mg/dl. During troubleshooting for the motor error alarm the customer was able to rewind without incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly was noted. No motor error alarm noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.